Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated during testing. The device was extensively testing, including hipot and leakage testing, which resulted in no observed faults. Review of the logs from 12/29/2025 confirms that a successful 200j shock was delivered to the patient, with no errors indicating any device malfunction that could cause a shock to the user. The r-series delivers energy only through the pads, and the front panel materials are non-conductive. It is possible that the nurse experienced a static discharge, which can occur due to environmental factors. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while pressing the "shock" button to defibrillate a patient (age & gender unknown), the nurse received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient or the nurse due to the reported malfunction.